Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in clinic for restage post-implant 6000 rpm echo with inr at 4.4. The pump speed decreased from 9200 rpm to 6000 rpm and the patient tolerated well. No lightheaded or dizziness occurred. At 15 minutes post 6000 rpm, the patient's system controller alarmed with a low flow alarm. The system controller was silenced for 2 minutes and after 2 minutes the system controller alarmed again for low flow. Again the system controller was silenced. After that 2 minute silence, the system controller alarmed again for low flow and was silenced. After silencing the system controller, the parameters disappeared from the touch screen monitor. The pump was auscultated by the vad coordinator and no humming of the pump was heard.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.